Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had foley catheter in place, was leaking requiring replacement. 2nd foley leaking more than the first, again replaced. Additional foley in same size was opened. The balloon not inflating all the way around the catheter allowing for urine to flow outside of the catheter.

Event description:
It was reported that the patient had foley catheter in place, was leaking requiring replacement. 2nd foley leaking more than the first, again replaced. Additional foley in same size was opened. The balloon not inflating all the way around the catheter allowing for urine to flow outside of the catheter.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and the conditions of the sample did not allow any further evaluation. Received (3) photo samples. Visual evaluation of the returned three photo sample noted 1 opened, used silicone foley. Visual inspection of the first photo sample shows the catheter tip partially inflated with asymmetrical balloon. The second photo shows the labelling which came with the device. The third photo shows a zoomed in version of the labelling which came with the device. Functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive due to the inadequate sample condition. A review of the device history record could not be performed since no lot number was provided. Corrections made to tab(s) f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had foley catheter in place, was leaking requiring replacement. 2nd foley leaking more than the first, again replaced. Additional foley in same size was opened. The balloon not inflating all the way around the catheter allowing for urine to flow outside of the catheter.